Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter; the reporter stated that the meter turned itself on and was flashing for 10 minutes before turning itself off. Subsequently, the meter would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.